Manufacturer narrative:
The explant procedure was scheduled for (B)(6) 2015, but may not have occurred until (B)(6) 2015. Exact date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (based on operating room notes received on (B)(6) 2015): it was reported that a clinical meeting was held following the first revision procedure. A decision was made to remove the distractors and install an osteosynthesis system to consolidate the fracture. The procedure was originally scheduled for (B)(6) 2015, but may not have occurred until (B)(6) 2015.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a second revision procedure during which this distractors were removed and leg plates with screws were inserted to fix the osteotomy. The first revision procedure to tighten and correct placement of distractors yield the same result ¿ the distractors loosened. As a result, they were surgical removed and the patient was revised with other means. The surgery took approximately two (2) hours to complete, which included a sixty (60) minute delay. This report is 10 of 14 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Distractor dislocation occurred sometime between (B)(6) 2015. Exact date is unknown. Device is not distributed in the united states, but is similar to a device marketed in the us. Without a lot number, the device history record review could not be requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.